Event description:
Pt had an xlt trach tube that, when inserted, they could not breathe. Removal of the inner cannula did not improve the pt's breathing. After they changed the tube the pt could breathe. Report states that both pt and the doctor's nurse viewed the trach and both of them felt that it looked normal. Report states that the problem with the trach may not have been related to the inner cannula. The tube has been discarded and is not available for eval. No pt harm or injury. Pt is fine.